Event description:
I use a medtronic insulin pump. Medtronic recalled their quick-set infusion sets for lot beginning in the number 8. I have 5 boxes of these sets purchased from a medtronic distributor. Medtronic tells me I have to have these sets replaced by distributor. Distributor says they have an office that handles recalls and their rep took my phone number down, but nobody has called to offer replacement. I have no other infusion sets, but from lot 8. Dates of use: 2009. Diagnosis: diabetes.